Manufacturer narrative:
Product analysis conclusion: the reported occlusion of the right external iliac artery not be assessed on the pre-implant films provided; therefore, the cause of the event could not be determined. Post-implant CT¿s were not available for review of the thrombotic event and the stent graft in-vivo configuration could not be evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etbf3616c166ej stent graft was implanted during endovascular treatment of a 60 mm abdominal aortic aneurysm (aaa). It was reported that during the chimney procedure, the endurant ii stent graft and a non-medtronic renal artery stent were placed without issue. However, upon removal of the balloon from the renal artery stent, the tip of the catheter and the balloon became detached after catching on the anchoring pin of the endurant ii stent, resulting in the balloon being left in the renal artery. Additionally, the external iliac artery (eia) on the same side became occluded following evar, leading to a fem-fem bypass. It was confirmed that the bifurcate was deployed to the intended target positon and that the right eia was the identified occluded vessel. Another limb etlw1610c124ej was implanted on the right side and the cause of the occlusion was unknown. The catheter that caught on the suprarenal stents of the bifurcate was the catheter of a non mdt renal stent. It was confirmed that the ipsilateral limb of the bifurcate stent graft landed in the left common iliac artery and the limb connecting the contralateral gate, etlw1610c124ej landed on the right common iliac artery. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.